Manufacturer narrative:
Stryker was made aware of the injury details on (B)(6) 2020, via user facility report number (B)(4).

Event description:
It was reported that during a surgery the headrest of the stretcher dropped slightly. It was reported that the patient had some bleeding in the eye as a result of the event.

Manufacturer narrative:
It was determined in the investigation that no defect was found with the component that allegedly failed; however, another component was damaged. The results code has been updated to reflect this information.

Event description:
It was reported that during a surgery the headrest of the stretcher dropped slightly. It was reported that the patient had some bleeding in the eye as a result of the event.